Event description:
It was reported that the patient experienced recurring incontinence and atrophy ad the site of the cuff of his artificial urinary sphincter (aus). All the components were removed and a new aus was implanted, with a transcorporal single cuff. The patient had a good outcome after surgery. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no any malfunctions with the explanted device.